Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Evaluation of the received ventilator logs confirmed the reported internal leakage sub-test failures during the pre-use checks tests. A field service engineer (fse) was dispatched to investigate. The reported internal leakage test failure could be replicated. The inspiratory section and the expiratory cassette were cleaned. No parts were replaced. The ventilator passed functional and pre-use checks and was cleared for clinical use. Based on how the issue was solved and the log evaluation our conclusion is that the root cause of the reported internal leakage test failure most probable was dirt on the safety valve membrane in the inspiratory pipe or dirt on the peep membrane in the expiratory cassette.

Event description:
(B)(4).